Event description:
It was reported on (B)(6) 2012, that high lead impedance readings were obtained during initial vns implant. The high lead impedance was observed both during generator diagnostics using a test resistor on a new generator as well as when the generator was connected to a new lead and systems diagnostics were performed. The nerve was irrigated and the results of high lead impedance (>10,000 ohms) was obtained again. The lead pin was re-inserted several times however this did not resolve the high lead impedance. The test resistor was also re-inserted and high lead impedance still occurred. A new generator was opened and generator diagnostics using the test resistor still gave high lead impedance. There were no cuts in the lead. The test resistor was re-inserted another time and diagnostics were ok. This was repeated again and the results were ok when the generator was connected to the lead. The generator that was not used was returned to the manufacturer for analysis and device evaluation showed that the device is operating as expected. Results of an automated electrical test show that the pulse generator is operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The test resistor and hex screw driver were not returned. The surgeon does not recall if the same test resistor and hex screw driver were used on both generators and neither are available to return. Good faith attempts to obtain the programming/device diagnostic history have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when the copy of the flashcard data was reviewed. High lead impedance was confirmed. No other anomalies were observed.

Manufacturer narrative:
Analysis of diagnostic data performed.